Event description:
It was reported that the sponge of an unspecified quantity of minicaps was dried out. This was identified during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6 and h11. H11: one hundred ten (110) actual devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. No defect was found in the cap and the minicaps were found with povidone iodine and its sponge. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.